Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized with a high blood glucose over 500 mg/dl. The customer had received a no delivery alarm when trying to bolus and had changed the set twice. The customer felt nauseous and could not stand up and someone at his office called the paramedics. The customer did experience diabetic ketoacidosis and the insulin pump was removed at the time of admission. The insulin pump alarmed for battery out limit after a battery change and the customer was assisted in clearing the alarm. The drive support cap appeared normal and recessed. Insulin did exit with the manual prime and no leaks or air bubbles were observed. The insulin pump passed the self test. The customer was advised to call back when able to run a high pressure test to continue troubleshooting.